Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer has intermittent telemetry and occasionally will not interrogate a device. Technical support (ts) suggested replacing the radio frequency (rf head). If the issue persists, the programmer should be returned for repair. There was no patient involvement.